Manufacturer narrative:
Investigation into this event found that non reproducible phyt results were obtained. Instrument error codes were generated which indicated that this sample was not consistently delivered to the slide. The sample was determined to have an elevated total protein, high viscosity, and to be turbid. The true phyt value was not able to be determined. The most likely root cause of the non reproducible results is sample quality related.

Event description:
A customer observed a non reproducable vitros phyt slide patient result on a vitros 5,1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no patient results reported, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.